Event description:
It was reported that a filter that was implanted 7 yrs earlier, had a detached component that was in the pt's pulmonary artery. Pt is asymptomatic. This was an incidental find when the pt was in the ER with chest pain due to an anxiety attack, and a CT scan was performed. There were no plans to remove the detached component. No reported injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample was not returned for eval. Based on the info received, the results are inconclusive and the root cause of the event is unk.